Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient experienced ineffective coverage due to the high impedance on one of the leads. Patient have coverage only on one side. Additionally, patient was unable to set the system into MRI mode due to the high impedance. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:a000101368.

Event description:
It was reported the patient¿s one of the leads has high impedance. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.